Event description:
On (B)(6) 2011, a customer reported that she received an error 4 message on her freestyle freedom lite meter. As a result of this issue, the customer was unable to test, and reported that on (B)(6) 2011 "her glucose was very high, which caused her to become very sick, in a lot of pain, she was vomiting and confused...had to go to the hospital due to this issue". The customer presented to a health care facility where she was diagnosed with hyperglycemia and treated with "IV and insulin." The customer also reported self-treatment with insulin. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter powered on with button press and strip insertion. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. It is unclear if the customer's report of self-treatment with insulin referred to the insulin that was administered to her at the hospital, or was actual self-treatment.